Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the device had been reset several times. No additional patient or event information is available. Data was provided for evaluation. The data was reviewed and a loss of signal and a "???" Alert were observed. The reported event was confirmed via data. The root cause of the "???" Was determined to be sensor noise. The root cause of the connection loss could not be determined